Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional, g3: date received by manufacturer - additional, h2: additional information - correction, h6: type of investigation ¿ additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Data was provided for investigation but does not reflect the alleged device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.